Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer.

Event description:
It was reported that during a revision tha, when a nurse opened the package, our sales staff noticed there was no locking ring with the insert. The locking ring had came off from the insert inside the package. There was no spare (same size) so a surgeon tried to put the ring on the insert but it did not fit due to loose. He direct a nurse to open 2041c-2848 and removed a ring from insert of 2041c-2848. He put it on the insert of 2041c-2846 and implanted.